Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported during pre-surgery, it was observed that the motor device and attachment device overheated and would not turn the cutter device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device overheated and would not turn ball was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation and repair, it was determined that the device failed the cutter lock verification. During repair it was observed that the pawls and locking components were worn out which prevented the device from locking the cutter. The cause of the worn out pawls and locking components was failure to follow the directions for use and trying to run the device in the safe or load position, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.